Manufacturer narrative:
Pump passed displacement test, self test, unexpected restart error test, off no power test and all operating currents tested within the specification range. Pump was monitored and tested with no blank display and unexpected battery power loss noted. Pump received with cracked battery tube thread noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received an unexpected battery power loss. The customer¿s blood glucose was 15 mmol/l. The customer also stated that they tried different batteries but insulin pump did not turn on. The insulin pump will be returned for analysis.